Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle safety failed during use. The following information was provided by the initial reporter: verbatim: ¿the asd was used during a practice lesson on a soft cushion. The security faltered when the pin was raised. Security only jumped halfway. The security on the pen side shot up. After some tapping also those on the patient's side. All this was not as it should be. Instructor who gave the training said that everything was done the way it was prescribed by bd. Complaint forwarded to complaints. Box with needles is in his office.¿

Manufacturer narrative:
H.6 investigation summary : one photo of a 30g x 5mm autoshield duo sample was returned from lot. No. 9105700, cat. No. 329605. Visual examination of the returned photo was carried out and it was observed that the sample failed to lock once activated. Visual examination of the returned photo was carried out and it was observed that the sample failed to lock once activated. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. This defect most likely occurred due to an incorrect assembly of the product. H3 other text : see h.10

Event description:
It was reported that the bd autoshield¿ duo safety pen needle safety failed during use. The following information was provided by the initial reporter: verbatim: ¿the asd was used during a practice lesson on a soft cushion. The security faltered when the pin was raised. Security only jumped halfway. The security on the pen side shot up. After some tapping also those on the patient's side. All this was not as it should be. Instructor who gave the training said that everything was done the way it was prescribed by bd. Complaint forwarded to complaints. Box with needles is in his office.¿